Event description:
It was reported that the patient was experiencing a post procedural positional headache. The positional headache reportedly got better when lying down. It was later reported that the patient had an epidural blood patch in the area of post puncture leak on (B)(6) 2012. On (B)(6) 2012, the patient status was reported as resolved without sequelae.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8711, serial# (B)(4), implanted: 2012 (B)(6), product type catheter, product ID 8590-1, lot# n328331, implanted: 2012 (B)(6), product type accessory.

Manufacturer narrative:
(B)(4).